Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation and does not have any pain relief. An sjm representative met with the pt and diagnostic testing revealed invalid contacts. The pt is pending a follow-up with her physician to determine the next course of action.